Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the lead was found fractured near terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this lead was not successfully implanted. The lead experienced undersensing issues. It was attempted to turn helix outside ofbody and helix does not appear to move. The lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported. Gl